Event description:
Interferential muscle stimulator did not perform to the MFR's specs. After many phone calls, MFR replaced it under warranty. The second unit also failed the initial inspection. With the same poor customer svc and unavailable svc data, the unit was sent back for a refund. Device is externally applied. Used in physical therapy. Per call to original rptr.